Event description:
Pt presented for elective reconstructive surgery on left foot. This included calcaneal medial displacement osteotomy, navicular cuneform fusion, kidner-young operation and tendo-achilles lengthening. The surgeon was provided with polysorb #3-0 and #4-0 sutures. Intraoperatively the #4-0 suture broke easily and did not hold a knot well. Also, the #3-0 did not hold a knot well. Subsequently, the pt suffered a significant wound dehiscence secondary to hematoma and infection. Surgeon felt complications were directly related to the inferior suture material provided and possible contamination.